Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg would no longer hold a charge. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned as it was kept by the medical facility.